Manufacturer narrative:
(B)(4). Batch #: u95h6k. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; the instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining. No functional testing was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found and the device was confirmed empty. No conclusion could be reached regarding what caused the jaw disengagement. The reported event is confirmed and although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengagement from the cam may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the clip was not fed into the jaws properly so could not be deployed. After that, the clip fell off the jaws during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2021 h11=corrected data=b5. B5: 5. Event description: it was reported that during a laparoscopic colectomy, the clip was not fed into the jaws properly so could not be deployed. After that, the clip fell off the jaws during use. The clip was retrieved from the patient. The surgeon commented he might have used the device in the wrong way, but he has used the device before so the device might have issues. The trigger was grasped, but the clips could not be fed into the jaws from the first to third firing. That might have caused the clip unformed and fallen off. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.